Event description:
Pt was revised because of pain, found osteolysis, polyethylene wear, loosening.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root causes of the reported osteolysis, polyethylene wear, loosening of tibial tray, or infection. No evidence was found suggesting product error as a contributing factor and the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.